Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated an undefined lead impedance warning triggered, along with no capture observed. A lv lead fracture was suspected. At this time, the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, the left ventricular (lv) lead impedance measurements indicated the lv tip had undefined impedance values and the lv ring impedance was within expected range. The threshold and sensing were tested in lv ring to right ventricular coil configuration and all were normal. It was noted in older interrogations from the previous device that the lv tip impedance values were undefined. The clinicians were unable to determine how long the impedance values had been out of range, as the patient had been programmed lv ring to rv coil for several years. Prior to this, the patient had been programmed lv bipolar and all measurements were "fine." The physician chose to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.